Event description:
Patient had a wound dehiscence of tib-fib area, which eventually healed. Patient then began experiencing pain, loose talar joint. Surgeon thinks patient may have been "too tight."

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the surgeon thinks the patient may have been too tight. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.